Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with reservoir tube lip normal no damage noted. The p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No flatted keypad. Connector component was inspected and locked on lcd board. Pump passed displacement test and self test. The unit was unable to download to carelink due history error alarm found in the alarm history file. Alarm due to corrupted history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow button was very hard to respond. The customer's blood glucose value was unknown. The customer was reported that the reservoir area was chipping off when changing it, insulin pump was not connected to transmitter. The insulin pump will not be returned for analysis.